Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that after a da vinci-assisted surgical procedure, there was a breakage on the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred on the distal end of the instrument (portion that enters the patient). It was a broken cable. There were no pieces from the distal end of the instrument that detached/broke off. There was no need to remove the instrument with the cannula together. The wrist was straightened slightly. The surgical staff felt resistance upon removal of the instrument through the cannula. The instrument available for return to isi for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.